Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Although there were no stent struts raised or damaged it was noted that the stent had moved distally by approximately 3mm, this was not within specification. The movement of the stent is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. Using a snap gauge, the outer diameter of the stent was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section found a kink in the midshaft at 16mm proximal to the guidewire port. The inner lumen was bunched in a proximal direction. A bunch was noted approx. 33mm proximal to the proximal stent marker band. A recommended size guidewire (0.014") was inserted through the wire lumen with resistance noted at the bunch in the inner polymer extrusion mentioned above. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 29x3mm, concentric, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. After predilation was performed, a 3.00x32mm promus element¿ plus drug-eluting stent was advanced but the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent moved on the balloon.